Event description:
It was reported that during a subintimal recannulization procedure, a pinhole in the balloon was suspected. The target lesion was a complete total occlusion (cto) located in the superficial femoral artery. After the physician advanced the offroad re-entry system subintimally, past the cto, attempts to inflate the balloon were unsuccessful and the balloon could not hold inflation and a balloon pinhole was suspected. The physician removed the offroad system and completed the procedure by gaining re-entry with an unknown manufacturer's guide wire. No patient complications were reported and the patient's post-procedure condition is stable.

Event description:
It was reported that during a subintimal recanalization procedure, a pinhole in the balloon was suspected. The target lesion was a complete total occlusion (cto) located in the superficial femoral artery. After the physician advanced the offroad re-entry system subintimally, past the cto, attempts to inflate the balloon were unsuccessful and the balloon could not hold inflation and a balloon pinhole was suspected. The physician removed the offroad system and completed the procedure by gaining re-entry with an unknown manufacturer's guide wire. No patient complications were reported and the patient's post-procedure condition is stable.

Manufacturer narrative:
Device investigated by MFR: it is noted that the micro-catheter (mc) and the balloon catheter (bc) were returned for analysis. Examination of the mc noted that it was partially broken at approximately 60mm distal to the hub and kinked at approximately 86mm distal to the hub. Examination of the lancet tip of the mc noted a slight curve. Examination of the bc noted the presence of dried blood along the inside of the shaft. An attempt to inflate the balloon material noted a leak in the shaft at approximately 46.5mm distal to the strain relief. Examination of the leak site noted that the shaft was punctured. There was considerable scratches noted on either side of the puncture. Examination of the balloon noted no leaks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).